Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and cartridge to resolve the blockage. Customer's blood glucose (bg) was 313-370 mg/dl and ketone level was 2.5 mg/dl. Customer had a strong stomach ache, accelerated heartbeat, was thirsty, confused and had difficulty swallowing (pain in the palate and throat). A correction bolus was delivered and customer went to the emergency room. Customer was treated with 4 units of novorapid. After 3 hours, bg lowered (230 mg/dl). Customer changed pump supplies again and resumed pump therapy.